Event description:
It was reported that there was possible premature battery depletion, and the patient felt shortness of breath. The device was reprogrammed back to dual chamber pacing and will be explanted and replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The elective replacement indicator (eri) was caused by high battery impedance noted on (B)(6) 2011 prior to explant. The ramware version 8 was installed on (B)(6) 2011.